Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from the fluidics drawer of a unicel dxi 800 access immunoassay system. The customer thought that the leak was wash buffer. No effect to patients or users was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse performed a preventive maintenance. The fse found that the external probe wash peristaltic pump tubing had worn through, causing the leak. The fse replaced the tubing. (B)(4).